Event description:
It was reported that on bd vacutainer® serum blood collection tubes the cap could not be removed. The following information was provided by the initial reporter: stage: after the vacuum blood collection tube is put on the centrifuge cons: can't take off hat quantity: (B)(4). Impact: need to remove the hat manually, increasing the workload

Manufacturer narrative:
Investigation summary: material #: 367812 lot/batch #: 2291699 bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation.

Event description:
It was reported that on bd vacutainer® serum blood collection tubes the cap could not be removed. The following information was provided by the initial reporter: stage: after the vacuum blood collection tube is put on the centrifuge cons: can't take off hat. Quantity: 20 pieces. Impact: need to remove the hat manually, increasing the workload.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.